Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported before use of the bd precisionglide¿ needle the product in the box was different product than what the box was labeled as. Five boxes of product 305125 contained product 305122 there was a total of 5000 occurrences.

Manufacturer narrative:
Investigation summary: ten shelf boxes and 7 photos were provided for evaluation. The shelf boxes have the right labeling. The products inside are the correct ones with the incorrect top web. The photos show the right identification of the case box, shelf box and the incorrect top web therefore failure mode is verified. Probable root cause was when the top web roll was replaced, the wrong top web was used. A CAPA (corrective action preventive action) was initiated to investigate this issue. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. There was documentation of issues for the complaint of batch # 8331535 during this production run. The lot# was not properly printed. A qn was issued. Shelf box label reworked. This is the 1st complaint for the lot # 8331535 for the same defect or symptom. There was no documentation of issues for the complaint of batch # 8331535 during this production run.

Event description:
It was reported before use of the bd precisionglide¿ needle the product in the box was different product than what the box was labeled as. Five boxes of product 305125 contained product 305122 there was a total of 5000 occurrences.